Event description:
It was reported that the user experienced a low blood glucose of 61 mg/dl while using the ilet system, asked for guidance, and was instructed to consume 15 grams of fast-acting carbohydrates and recheck after 15 minutes; the user chose a medium red apple and was advised to eat a little over half based on an estimated 25 grams of carbohydrates and to confirm with a fingerstick if needed. Symptoms included no reported clinical manifestations. Outcomes included no reported functional impairment or need for medical intervention. Investigation included troubleshooting and education regarding hypoglycemia management and glucose confirmation. Investigation of this case revealed no device malfunction or component issue reported and no evidence linking the device to the low glucose event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.